Manufacturer narrative:
Updated to add arc bhcg 500t (cn), 07k78-78, 42330ud03 to the concomitant. The customer inspected the module and found crystals on the sample probe. The customer cleaned the part and the issue was resolved. No additional discrepant result issues have been reported since the probe was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review for the arc, probe did not identify any trends. The most recent product monitoring review for architect ia was reviewed and found no similar issues related to the architect system, instrument parts, or discrepant results as described in this ticket. The architect i2000sr erratic result rates were within acceptable limits with no trends identified. A search for non-conformances was performed and there were no non-conformances or potential non-conformances identified for the part associated with this complaint. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect i2000sr, isr55839, or arc, probe.

Event description:
The customer reported false positive architect total b-hcg results for a patient sample while running on the architec i2000sr analyzer. The following data was provided: sid (B)(6): initial result: 53.76 iu/l; result was questioned so the sample was repeated and generated a result of < 1.2 iu/l; the customer retested the sample on another architect i2000sr (isr55841) and generated a result of < 1.2 iu/l (repeat testing was only for troubleshooting purposes). The customer used the following b-hcg reference ranges: non-gravid women <5, early pregnancy: 5-25; 1-10 weeks from last period: 202-231000, 11-15 weeks: 22536-234990, 16-22 weeks: 8007-50064, 23-40 weeks: 1600-49413 (unit: iu/l) there was no impact to patient management reported.

Manufacturer narrative:
(B)(6).